Event description:
On 1/15/97, the MFR received a response to a device tracking polling letter from the pt's family. The response states that the pt died on 7/30/96, five weeks after the device was implanted, due to a massive infection as a result of improper filling of the device.